Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working patient activator was no longer working. Patient stated "I did not get the low battery indicator, I measured the voltage and replaced the batteries. I feel that the low battery light should come on. I want you to replace this for me." It was also noted that original batteries were being used and the activator was having other problems including this issue. The activator was replaced. No patient complications were reported as a result of this event.